Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant glucose results on a patient. There was no patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. A review of the device history record (DHR) confirmed the lot passed finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria as outlined in appendix 1 of q04.01.003 rev ag (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for cartridge lot h21176.

Event description:
Na.